Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during rewind. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to constant motor error anomaly. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.